Event description:
It was reported that movement/shift and a leak occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2021 and a 27mm watchman flx closure device was deployed in a left atrial appendage. There was a total of five partial recaptures performed prior to implantation. After successful implantation of the closure device, imaging was performed to assess the apposition of the device in the laa. The imager was unable to retrieve a 135 degree view to accurately assess the leak or compression, however, final imaging via fluoroscopy and three dimensional transesophageal echocardiography (tee) confirmed complete apposition of the device to the entire ostium of the laa. The patient was discharged the following day. The patient presented for a follow up appointment on (B)(6) 2021. Follow up computed tomography (CT) imaging showed a device shift distally exposing the laa proximal lobe. A leak ranging from 5.3mm to 6.5mm at the gap was also seen on CT. The patient was reported to be stable and will resume anticoagulation per protocol.